Event description:
It was reported that the right total joint was removed due to infection.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Manufacturer narrative:
Additional information: d4, d6a, d6b, h3, h4, h6. Device evaluation: follow-up report submitted to document the results of the device evaluation. The reported removal of the devices on the right side was confirmed, as the devices were returned to stryker freiburg and scans of the patient were submitted for the planning of new devices for the right side. The implants on the right side were removed due to an infection that caused discomfort and led to malocclusion, while the implants on the left side remained functional. New implants were manufactured and implanted on the right side, and the surgeon did not provide any further information as infections are listed as a side effect in the instructions for use. Based on the investigation, there are no indications of a malfunctioning product or a problem related to the design, material, or manufacturing. Therefore, no corrective and/or preventive measures are considered necessary at this time.

Event description:
No new information.